Manufacturer narrative:
(B)(4). The no button error alarm was noted. The insulin pump had unresponsive buttons due to flattened up and down button. There was no unlocked lcd keypad connector noted. The pump was unable to perform operating currents. It was also unable to perform the self-test, the unexpected restart alarm error, rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery and displacement tests due to unresponsive button. The pump had minor scratches and cracks. On the lcd window. The case at display window corners, battery tube threads, reservoir tube lip were cracked and end cap sticker was stained.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 360 mg/dl. Customer declined troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.